Manufacturer narrative:
Product evaluation: one boxed incisor plus blade was returned for evaluation. Visual examination of the blade showed no physical damage due to over-heating. Device shows what appears to be human matter in and on the blades surfaces. Functional assessment was performed and the inner blades rotated freely within the outer blade, no friction was felt in the unloaded condition. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).

Event description:
During a subacromial decompression, it was reported that the powermax hand piece and 4.5 incisor blade felt extremely hot. There was smoke coming from the d2 control unit and there were scorch marks left on the theatre towels. Follow up received indicated that the patient's post-operative condition is fine. There was no harm to the patient during the case. Back up devices and stacking system were available and used to complete the procedure without any delays. (B)(4) for the dii controller and (B)(4) for the hand controller.